Manufacturer narrative:
Device not returned.

Event description:
It was reported that the fill estimate gauge was inaccurate and an occlusion alarm occurred. Customer changed the cartridge and infusion set to resolve the fill estimate issue and as occlusion was resolved prior to time of report, troubleshooting could not be performed. Customer's blood glucose (bg) was 21 mg/dl; cause was not known. Sugar was consumed to address bg. As low bg resolved, recommendation was made for customer to discuss low bg with their healthcare provider. Although requested, additional information was not provided.